Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
"It was reported to medtronic minimed that the customer reported that the difference in sensor glucose and blood glucose values and change sensor alert, sensor updating alert with blood at site. The customer experienced blood glucose value of 189 mg/dl. The sensor glucose value was 400 mg/dl. The difference between sensor glucose and blood glucose was not within the range. The event involved product mmt-7040a. Troubleshooting was performed and the sensor glucose value during the event was 65 mg/dl and the blood glucose value during the event was 216 mg/dl. The customer was reporting a discrepancy between sensor glucose and blood glucose values, which was not within range. No further patient complications were reported. No product return is required for mmt-7040a.